Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00401 on 29-october-2019. Additional information (06-november-2019): siemens performed an investigation and determined the customer's calibration, and control results were acceptable. The system files and trace logs were reviewed, and no issue was noted. The sample and reagent aspiration were operating within specification, and the wash station was performing as expected. Siemens performed a precision study to verify the performance of the instrument, and the results were acceptable. The cause of a discordant falsely elevated total hcg result is unknown, and siemens cannot rule out pre-analytical factors or a sample issue. Preanalytic variables can affect the quality of the sample, and a deviation from recommended best practices can lead to erroneous results. The instrument is operating according to specifications. No further evaluation of this device is required. Section h6 (method code, results code, and conclusions code) is updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the discordant was reported as 'positive' because the cutoff is 10 miu/ml. Siemens evaluated the instrument data and confirmed that biorad quality control (qc) results were within the specified range on (B)(6) 2019. The serum patient sample was centrifuged on the aptio line for five minutes at 4000 revolutions per minute (rpm). Siemens is investigating.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an atellica im 1300 analyzer. The discordant result was reported to the physician(s). The customer used the same instrument and an alternate atellica analyzer to test the same patient sample. The repeat test results were lower and fit the clinical picture of the patient. The customer issued the corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated total hcg result.